Manufacturer narrative:
The manufacturer previously reported a third party service center observed a failure of the internal battery. The third party service center has completed their evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the internal battery was observed. The device has not yet been evaluated by the third party. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.